Event description:
The customer observed a false positive vitros anti-hav result on a patient sample on the vitros eci. The patient was deemed negative by an alternate method. Biased results of the direction and magnitude observed could lead to inappropriate physician action. It is not known if the vitros result was reported, however, there have been no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The customer did not follow the vitros anti-hav instructions for use, interpretation of results section. The investigation determined that the patient sample in question was truly negative. The result would have been correct if the customer correctly followed the anti-hav instructions for use. In addition, the customer's laboratory information system was incorrectly configured for reporting anti-hav results. The root cause of the false positive anti-hav result is user error.